Event description:
Complainant alleged that during biomed testing, the device gave a "shock advised" prompt for a non-shockable simulated rhythm and displayed a red "x". Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.